Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that from the logs 63, cardiosave intra-aortic balloon pump (iabp) was unable to configure the touch screen controller device.

Manufacturer narrative:
Updated fields: b4, b5, d9, e3, e4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 corrected fields: d1, d4 (version or model #, catalog #, unique identifier (UDI) #, h6 (medical device ¿ problem code) a getinge field service engineer (fse) stated that no parts were replaced. All the test have been performed and logs were cleared. No other information is available. In future if we receive any pertinent information, record will be reopen and updated.

Event description:
It was reported during use the cardiosave intra aortic balloon pump (iabp)'s had an issue with fault 63, unable to configure the touch screen controller device. When it happened, they restarted the machine and everything worked normally. There was no patient harm occurred.